Event description:
The customer stated that he was experiencing high blood glucose. The reported blood glucose reading was 319 mg/dl. The customer also stated that the insulin pump failed the high pressure test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.